Manufacturer narrative:
H.10: the unit was requested for investigation and it results in no deviation and the unit is working within specifications. Based on all the above facts, a user error as well as intermittent dc/dc board issues (causing voltage drops) cannot be ruled out as cause of the reported malfunction. The dc/dc board was replaced as precaution and device will be returned to the customer. An issue with the dc/dc board cannot be excluded from being a possible root cause of the event.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system was giving an error code associated to the a/d converter during procedure. There was no report of patient injury.